Event description:
It was reported that during a remote follow up, post paced t-wave oversensing was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Further information was received indicating the device was reprogrammed in may 2022; however, during a follow-up on jul 4, 2022 further episodes of post-paced t-wave oversensing (pptwo) due to fusion at maximum tracking rate was observed. Abbott technical support confirmed the pptwo and recommended reprogramming. The patient was stable and reprogramming is anticipated.